Manufacturer narrative:
The customer reported that the audible sounds have stopped coming from the central nurse's station (cns). The customer connected an external speaker to the rear of the cns, but was unable to hear any sounds. Technical service (ts) asked the customer to change the alarm cable, but the customer does not have a spare cable. The customer confirmed that the volume level is set almost to the highest level for both the cns app and windows. The customer will decide whether or not to send in unit for repair. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: on 08/18/2021 emailed the customer via (B)(6) for patient information: no reply was received. Attempt # 1: on 08/18/2021 emailed the customer via (B)(6) for patient information: no reply was received. Attempt # 1: on 08/18/2021 emailed the customer via (B)(6) for patient information: no reply was received.

Event description:
The customer reported that the audible sounds have stopped coming from the central nurse's station (cns). There was no patient injury reported.